Manufacturer narrative:
On august 30, 2023, mentor received the lot number for the right device implant. Mentor determined that the device was manufactured in leiden, netherlands. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. As a result, no further reports will be sent. Manufacturer site phone: (B)(4). Manufacturer site fax: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number provided was found not to be valid, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old female patient underwent a breast augmentation surgery with a left-sided 400cc mentor memorygel breast implant and a right-sided 325cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast and a rupture of her left prosthesis as well as ptosis of the right breast, which were confirmed via ultrasound. As a result, the patient underwent a right-sided mastopexy, a left-sided capsulectomy, and bilateral removal and replacement with unspecified mentor gel breast implants on (B)(6) 2023. The lot number provided for the right prosthesis was found not to be valid. Multiple attempts were made to clarify the provided lot number, but no additional information was received. If clarification is received in the future, a supplemental report will be submitted accordingly. For the time being, the lot number provided will be populated. This report is for the right implant. Refer to manufacturing report number 1645337-2023-08474 for the contralateral event.